Manufacturer narrative:
The investigation determined the event was due to off-label use (use of expired ion-selective electrodes ise and ise not calibrated every day). Product labeling states: "storage and stability - see labels for expiration dates." "Calibration frequency full calibration every 24 hours after ise cleaning and maintenance after changing any reagent bottle after replacing any electrode as required following quality control procedure."

Manufacturer narrative:
The electrode lot number is d9382. The expiration date is 29-aug-2023. The customer stated that they do not calibrate the ion-selective electrode (ise) every day. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na result from one patient sample tested on the cobas 4000 c311 stand alone system. The reporter stated they rerun the patient samples because they have occasional issues with the assay. The initial sodium result was 153 mmol/l. The repeat result was 135 mmol/l. The result that was reported was the result within the reference range due to the patient's clinical history.